Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, at approximately 5:00 am, the patient¿s parent observed a ¿low¿ glucose alert on the dexcom follow app. Attempts to contact the patient were unsuccessful. Around 7:00 am, the patient was found unresponsive and experiencing a seizure by a roommate. Emergency services were called, and upon arrival, paramedics performed a fingerstick test. At that time, the cgm continued to display ¿low,¿ and the bg reading was too low to register. The patient was transported to the hospital and arrived around 9:00 am. The patient received intravenous fluids and was kept overnight for observation. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. According to the parent, the patient later stated they may have overtreated with insulin before going to sleep, though no further details were provided. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was reported to be okay and in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.